Manufacturer narrative:
The t:slim pump user guide states: the default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm while sleeping. The customer did not test the blood glucose level. Tandem technical support informed the customer of how the auto-off feature works. The customer acknowledged the information.